Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority ((B)(4)) in (B)(6) on 01-aug-2016 who had essure (fallopian tube occlusion insert), lot number b40025, inserted on (B)(6) 2014. Additional information received on 02-aug-2016. Consumer states that she firstly developed fatigue, which became chronic; six months after essure insertion ((B)(6) 2014), further events occurred: low abdominal pain, low back pain, pain in left arm, tinnitus, nasal and sinusal inflammation and her menses were prolonged from 4 to 10 days. She informed that her health condition was perfect prior to essure insertion, and then it started to worsen over months following essure insertion. On (B)(6) 2016, consumer had an allergy test performed and the result was positive to nickel. Conservative hysterectomy was performed on (B)(6) 2016. Pain was resolved as well as other health problems since hysterectomy. Follow-up received on 02-aug-2016 quality-safety evaluation of ptc: (B)(4). Batch number b40025. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-aug-2016 for the following meddra preferred terms: allergy to metals.the analysis in the global safety database revealed 179 cases. Abdominal pain lower.the analysis in the global safety database revealed 212 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and six months after insertion had low abdominal pain. Two years after insertion, an allergy test showed allergy to nickel. She underwent a hysterectomy, approximately two years after insertion, and the events resolved. These events are listed in the reference safety information for essure. Low abdominal and pelvic pain are highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, and musculoskeletal conditions are among the most frequent causes. In the present case, no such comorbidities were reported. Consumer started presenting low abdominal pain 6 months after essure insertion. Given the positive temporal relationship and lack of alternative explanation, a contributory role of essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, classic symptoms of nickel allergy were not reported. However, given the nature of the event allergy to nickel, and considering that the event resolved after hysterectomy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).